Manufacturer narrative:
Corrosion was noted inside the device.

Event description:
The micro reciprocating saw was sent in for eval because it was overheating and running on its own without activation. There was no pt involvement; no adverse event was associated with the device.